Event description:
It was reported that bd vacutainer® push button blood collection set needle did not fully retract and caused a needle stick injury to the health care worker. This was discovered after use. The following information was provided by the initial reporter: material no. 367324 batch no. 9219911. It was reported that the needle did not fully retract and hcw had a needle stick. Needle did not fully retract and hcw had a needle stick.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle stick and retraction issue with the incident lot was observed. Evaluation of the customer samples was performed and needle stick and retraction issue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1172284 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set needle did not fully retract and caused a needle stick injury to the health care worker. This was discovered after use. The following information was provided by the initial reporter: material no. 367324, batch no. 9219911. It was reported that the needle did not fully retract and hcw had a needle stick. Needle did not fully retract and hcw had a needle stick.